Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was not alarming proper alarms. Customer's blood glucose was unknown. Insulin pump would indicate the device was charging then not. Insulin pump would alarm no delivery alarms. Insulin pump would turn off with no warning. Insulin pump would alarm low reservoir alarm then no delivery alarm, then empty reservoir alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.